Event description:
Code was called and a defibrillator was brought in. When the unit was turned on the screen displayed "system error 10003". The unit would not function. A second unit was brought in of the same model and it displayed the same malfunction. Third unit of the same model worked correctly. An after evaluation indicated the data card kept the units from working although it did not indicate the data card was full or was there any other indications leading to the data card. Philips did send us a service bulletin regarding a change to the data card. We have removed all data cards from use until the cause for this malfunction has been determined by philips.